Manufacturer narrative:
Medwatch report number: (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "continued to run without alarming" while the IV set was clamped. This occurred during patient infusion of insulin guttae at 6.5cc/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.